Event description:
The procedure was left upper lobectomy. Bronchus and vein transaction did not have any problem. But when surgeon tried to transect the artery, after second squeezing of handle, he found that there was a bleeding from artery. So he converted vats procedure to open procedure and did suture where the bleeding place. After, he finished closure of artery, staple formation of starting point was as usual but, ending point of artery was not normal. Staple was malformed.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(6) 2015

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal 12mm single use instrument and one endo gia* 30mm curved tip articulating vascular/medium reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual examination of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the reload was received fully fired. The staple pushers were flush relative to the right side of the staple cartridge from approximately the 2.5 cm cut line to the 1 cm cut line. Additionally, the reload had damage to the cutting edge of the knife blade noted during microscopic inspection. Functionally, the instrument was loaded with post market vigilance representative straight and roticulator* loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. The buttress material was removed. The reload was loaded into the subject instrument for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Replication of the damaged knife and uneven pushers may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user as follows: - ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.